Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® edta 2k was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, the customer noticed the tube was dirty."

Event description:
It was reported before use the bd vacutainer® edta 2k was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, the customer noticed the tube was dirty."

Manufacturer narrative:
H6: investigation summary bd received one sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- ink was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- ink with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- ink. Bd was not able to identify a root cause for the indicated failure mode.